Manufacturer narrative:
PMA/510(k) #: pre-amendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the open end flexi tip ureteral catheter shattered during a case. An ellick evaluator was used to evacuate the pieces from the bladder. A new catheter to be used. There were no adverse effects to the patient as a result of this occurrence. Additional details have been requested. At the time of this report, no further information has been provided.

Event description:
There has been no new event information received since the last report was submitted.

Manufacturer narrative:
Investigation/evaluation: the complaint device was not returned for an evaluation. No photograph was provided for review. Without the device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, the device history record, and quality control data. A review of the device history record for lot 9378692 records zero non-conformances. A review of complaint history records revealed no other complaints have been associated with this production lot (9378692). Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A complaint device was not returned for evaluation. It was reported the complaint device was disposed of. The conclusion of the complaint is the cause cannot be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.